Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump experienced intermittent power and continuously emitted startup audio sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The battery cap was fastened and then unscrewed ½ turn leading to the pump rebooting. The intermittent power issue was duplicated. Inspection of the battery cap revealed moisture corrosion underneath the cap¿s metal plate. Using a test battery cap, the pump powered on with audible tones and vibrations, however, the display screen was blank. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.